Event description:
Triple lumen catheter inserted on may 31, 1993 at approximately 3:00 pm. Patient tolerated procedure. Ports heparinized and taped in place. Placement confirmed via x-ray. At 3:30 pm. Tpn and interlipids restarted via distal port. At 6:00 pm, patient ambulating in the hall. At approximately 9:00 pm, patient reported "IV leaking". Brown port found disconnected from tubing. Tubing flushed with heparin and clamped. Dressing applied.6/1/93 - triple lumen catheter removed and returned to manufacture via the representative.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, unanticipated adverse reaction - short term, port. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.